Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 441mg/dl and diabetic ketoacidosis. Customer had blood glucose of 173 mg/dl at the time of the call. Troubleshooting found that the customer was off of the pump only while in the hospital and the pump does not turn back on. The customer was advised to follow up with their doctor regarding the high blood glucose. Customer declined high blood glucose troubleshooting.